Event description:
It was reported that a revision surgery has been performed due to screw loosening.

Manufacturer narrative:
Additional information: the associated device was not available for evaluation as it remains implanted. Our investigation included a review of the manufacturing records which revealed no discrepancies during the manufacturing process. A review of complaint history revealed no prior complaints for this lot. This issue was reviewed by our chief medical officer to address the concerns about recommended next steps. The only suitable therapeutic option is to re-open the knee and repair the issue by installing a new screw. The loose screw poses a risk of becoming loose in the articular space and causing third body damage, possibly leading to a revision surgery of the metal components. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported during a routine x-ray that the insert safety screw had loosened after six weeks in vivo. A revision has been recommended but has not been performed.